Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015, the customer's blood glucose level was 460 mg/dl. She attempted correction with the pump, but had no success. Customer drove to the hospital. Correction was made in the hospital with insulin via perfusion. (B)(6) 2015, customer changed the cartridge and noticed insulin in the cartridge compartment. That evening she changed to the replacement pump and blood glucose level improved. It was reported that perhaps she could leave the hospital on 22-jun-2015. A request was made for the return of the device.